Event description:
A malfunction was reported by a caller involving a tandem pump, indicated by code 199. There was no reported adverse impact on the customer's blood glucose level. Technical support informed the caller about the malfunction code and provided instructions for resetting the pump. The caller was not able to reset the pump immediately due to the unavailability of the charging cable and planned to call back once the cable was accessible.